Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The customer stated that she did not change the infusion set when the blood glucose levels began to elevate. The customer did give a manual injection, which brought down the blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Found that the customer uses the infusion sets for more than three days. Advised the customer to change the entire infusion set every two to three days.